Event description:
It was reported, that an attempt was made to implant a znn cmn nail 10mmx21.5cm 130l on (B)(6) 2015 on the left side. The nail was implanted and ready for the screw. The lag screw was prepared and the doctor was unable to remove the guidewire. Defective nail was removed and the surgeon took a larger nail diameter. The surgery was delayed for about 30 minutes and was completed with another device.

Manufacturer narrative:
The manufacturer has not yet received devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).